Event description:
During an angiogram, the tip of an interventional wire broke off and became lodged in a branch of the patient's heart. Md was aware of the tip breaking off and consulted another physician to determine if it was possible to retrieve the wire tip. It was determined by both physicians that it was not possible to retrieve the catheter tip safety and the tip remains in the patient. Manufacturer response for cardiac guide wire, hi-torque balance middleweight 0.014" (per site reporter): manufacturer will assist in device analysis and reporting to hospital.